Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a bad nav-ring. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd from MFR: 13apr2019. The field service engineer replaced the nav-ring to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a bad nav-ring. There was no patient involvement. Event date not specified; estimate used.